Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy on the liberty select cycler and the patient¿s death as the patient was in active treatment at the time of death. The cause of death is attributed to the patient¿s pre-existing cardiac issues and listed as congestive heart failure. There is no documentation in the complaint file to show a causal relationship between the liberty select cycler and the patient¿s death. Additionally, there is no reported allegation of a machine malfunction or deficiency related to the event. Based on available information, the liberty select cycler can be excluded as the cause of the patient¿s death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away on (B)(6) 2019. Upon follow up, the patient's peritoneal dialysis nurse (pdrn) stated that the patient's cause of death was congestive heart failure. The congestive heart failure was not related to the patient's pd therapy. The patient was connected to the cycler at the time of death. No autopsy was performed. Additional patient and event information was requested, but was not available.